Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-8737-16 broke off during insertion. The sales rep reported all broken fragments were fully retrieved. There was no negative outcome, and the case was completed by using another driver.

Manufacturer narrative:
Complaint confirmed, the ar-8737-16 returned has a twisted and broken drive feature. The device is missing approximately .05 in. Relevant features could not be measured because of the damage and deformation, however review of the certificate of conformance reveals the device meets material specifications. The cause of the event is undetermined. Likely causes included overtorquing the device; prying/leveraging during use; shallow driver engagement depth.

Manufacturer narrative:
Complaint confirmed, the ar-8737-16 returned has a twisted and broken drive feature. The device is missing approximately .05 in. Relevant features could not be measured because of the damage and deformation, however review of the certificate of conformance reveals the device meets material specifications. The cause of the event is undetermined. Likely causes included overtorquing the device; prying/leveraging during use; shallow driver engagement depth.